Event description:
It was reported that the volume test failed during testing of the device. There was no patient involvement; no adverse patient effects were reported by the customer.

Manufacturer narrative:
Other text: b3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Other, other text: one device was returned for analysis. Visual inspection showed a worn dso seal and uso seal. The tamper seal was not broken. There was no evidence to review in the device's event history log. An accuracy test was performed and the reported issue was duplicated. The pump was found to be over delivering to the manufacturing specifications. It was determined that the cause was due to air bubbled in the sensor seal. As a result, the downstream occlusion sensor with seal, upstream occlusion sensor, and expulsor assembly were replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. D3, g1, and g2 email is: (B)(4).